Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drive c had no free space. The technical support specialist (tss) dialed into the server and mapped the station file, discovering the c drive was nearly full. Applied knowledge article "fstka - low or no disk space on c: drive can't establish rss agent connection" to map the station file and applied knowledge article "low space on c: drive, sqldump, winsxs - pyxis es - locations/methods to free up space" to clear space, including deleting windows/temp files. Initial attempts to dial into the station timed out, verified 2 gb free space and deployed remote smart service (rss) restart services on rss station, but access still failed. Attempted to apply knowledge article "medstation es ¿ low disk space on c drive ¿ large configurationstatus" folder in windows¿ folder and reset ecc curves, but was unable to dial in. Coordinated with the customer to reboot the station, after which access was restored. Applied knowledge article medstation es ¿ low disk space on c drive ¿ large configurationstatus folder in windows¿ folder and low space on c: drive, sqldump, winsxs - pyxis es - locations/methods to free up space, ran disk cleanup, and increased free space to over 14 gb. Rebooted the station, informed the customer of resolution, explained that windows update cleanup was consuming space, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had error message state as disk was full. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had error message state as disk was full. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.